Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the coating of the image guide coil was peeling off (1mm2 or more), stains on the image guide bundle, the water tightness was not maintained due to perforation of the forceps channel, the insertion tube was buckled, the curved rubber adhesive was missing and there are scratches on the digital camera and on the grip. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the image guide on the airway mobilescope was bent. Upon inspection and testing of the returned device, it was discovered, the coating of the image guide serpentine was peeling off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the coat of image guide coil peeling off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.